Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge issue was verified, but the second cartridge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridges were leaking from the tubing. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to address the issue.